Event description:
Reporter stated the cartridge, adapter, and infusion set came unscrewed from the infusion device, and the customer believes the threads of the adapter and cartridge compartment are defective. As a result, no insulin was delivered and the customer experienced hyperglycemia of 540 mg/dl. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. While the customer did not return the suspect device, the adaptor, the insulin delivery device was returned. The cartridge compartment threads were inspected and no defects were found.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.